Manufacturer narrative:
Concomitant products: product ID: 8780, lot# 0209349928, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID: 8780, lot# 0205821670, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, the health care provider also reported via the representative that the patient experienced increased tone despite "multiple interventions and investigations." The catheter was finally removed as they were uncertain if the catheter was malfunctioning as they were not able to inject dye through it on fluoroscopy. The catheter, 8780/0205821670, was reported as implanted on (B)(6) 2013 and explanted/revised on (B)(6) 2016 and returned. On (B)(6) 2016 the representative reported that during normal use there was a progressive dystonia, "no actual event," in which the patient was not responding to escalating doses of itb. As part of the overall evaluation/troubleshooting the catheter was previously removed/replaced and the issue did not resolve. They were now looking into removing the new catheter, 8780/0209349928, and the pump. There were no environmental, external, or patient factors that may have contributed or led to the event. Diagnostic testing/troubleshooting was reported as a full body system assessment, unrelated to the pump or lioresal, to look for other etiology. The system explant was planned for (B)(6) 2016. The issue was not resolved at the time of the report. The patient's concomitant medications were not obtainable. The patient's medical history and condition at the time of the report was unknown but the gender and weight were reported. However, it was reported on (B)(6) 2016 that the patient remained "quite ill" with unknown etiology. Further, they were uncertain at this point if the catheter was even relevant to the overall health issues at this point. There was request to analyze the catheter to observe for any leakage, etcetera. It was further clarified that the original catheter explant occurred while trying to resolve the patient's initial problems in (B)(6). The patient saw no improvement and the decision was made to remove the entire system in (B)(6). Clarification was requested for the comment referring to multiple interventions and investigations.

Manufacturer narrative:
Analysis concluded that the catheter body of 8780/(B)(4) had damage to transition tube.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care provider via a representative regarding a patient in canada who was receiving lioresal 2 mg/ml at an unspecified dose of /day via an implantable pump. As reported, the patient's relevant medical history included report of itb pump-increased tone. There was no injury or death. Action taken as a result of the event was an invasive intervention for a catheter change.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, lot # 0209349928, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter; product ID 8780, lot # 0205821670, explanted: (B)(6) 2016, product type catheter. Analysis of the pump, model #8637-20, serial #(B)(4), found no anomalies. The analysis interrogation print report indicated the pump was received with saline inside and programmed to stopped pump. The pump had been stopped for 1092 hours and 15 minutes. Analysis of the catheter, model# 8780, lot # 0209349928, found no significant anomalies. Dried drug, blood, or foreign material occlusion was observed. The catheter was received in two segments. A suture was found to be inserted into the most distal portion of the returned catheter (distal portion of segment two). The entire catheter was not returned (missing remaining spinal portion of catheter). (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0209349928, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Product ID 8780, lot# 0205821670, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-feb-13 a representative received further information from a health care professional of an event that occurred on (B)(6) 2016 during normal use. At that time the patient was receiving lioresal 2000 mcg/ml with a dose of 400 ¿mcd¿/day. The concomitant medications were not obtainable. This was a pediatric ¿cp¿ patient with persistent increase in tone despite increasing itb dosage. Pump interrogations and pump studies indicated that the pump was working correctly, but patient continued to suffer increased tone issues. It was further reported the patient was admitted to the hospital for ¿increased time¿ on (B)(6) 2016 noting a possible pump infection. The pump was explanted on (B)(6) 2016. As reported, the product would not be replaced in the future. There were no environmental, external, or patient factors that may have led or contributed to the event. Further, when this event occurred in august the care team intended to return the pump at the time of explant but misplaced the pump. The pump was recently found ¿this week¿ and the health care team wanted to return the pump for analysis. At the time of the current report the issue was not resolved and the patient¿s status was reported as alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.